Event description:
Caller reported a sensor error identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, walking the caller through the process, after which the error did not recur, and the caller successfully began their sensor session.